Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had no delivery alarms and belt clip is broken. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.